Event description:
The flue assembly broke during surgical procedure as a result of rubbing the wall of the bone and the tip. The event resulted in a delay in the surgery time. The surgery was completed through the channel of the nose, via transphenoidally. No pt injury occurred as a result of the reported event.

Manufacturer narrative:
The device involved in the reported incident is expected to be received for evaluation. An investigation has been initiated based upon the reported info.